Manufacturer narrative:
The hill-rom technician found the screw that attaches brake linkage to hex rod so that brakes engage was missing. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2011-2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician installed the screw to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account that the brakes at head end would not engage when in brake mode, only the brakes at foot end would engage. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).